Event description:
Info received indicates none of the hydraulic functions are working on the bed.

Manufacturer narrative:
The technician found that the hydraulic power unit was leaking. He replaced the hydraulic power unit to repair the bed.